Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent unspecified cartridge alarms occurred. Blood glucose level ranged between 90-100 mg/dl. A second cartridge was successfully loaded resolving the alarms each time. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.